Event description:
Boston scientific received information that during a routine device follow-up, a fault code indicative of an internal battery voltage unable to support the projected remaining capacity, was exhibited upon interrogation. The patient remained hospitalized while boston scientific's internal engineers assessed the device's internal data. Engineers confirmed the device was malfunctioning and should be replaced as soon as possible. Current therapy remains unaffected; however, based on the device malfunction engineers recommend replacement within one week. Subsequently, the device was explanted and is expected to be returned for a post market evaluation.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed four low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted some scratches. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
--